Manufacturer narrative:
Additional clarification was received on february 7, 2017. The temperature cutoff was 48°c and the temperature did not exceed the cutoff value. The power cutoff was 35 watts. The impedance cut-off was 250 ohm. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of the procedure, a cardiac tamponade was diagnosed. A pericardiocentesis was performed and yielded an unknown amount of fluid. The patient required 2 days of hospitalization to include 1 day in the intensive care unit as a result of this adverse event. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed. Sheath used for groin access was a 12f short. No long sheath was used during the procedure. Generator settings at the last ablation site included power control mode at 32-35 watts (not titrated), temperature of 39°c, impedance of 98-110 ohms (with cutoff at 250 ohms). Overall ablation time at the site of injury was 1788 seconds. Last ablation cycle time at the site of injury was 236 seconds. Irrigated catheter flow was set at 30ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after initial warm-up phase post-connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. It was noted that the rvot procedure was performed using the ablation index. There were no error messages reported on any bwi equipment during the procedure.